Event description:
When ri-2 was used to infuse at 500 ml the device was barely allowing fluid the run out as fast as the device was indicating despite having little or no pressure. Physician indicated lack of fluids coming out because the reservoir level was not coming down.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The rapid infuser, ri-2 involved in the incident is not yet returned to belmont for investigation. The operator confirmed that the belmont was making lots of noise but not infusing, and not alarming that it was not infusing. There is no information available on what solution was used to prime the device, it is important that the compatible solution is used to prime the device since it could possibly lead to malfunction. The operator's manual consists of a" note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products". When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. Belmont is waiting on getting the involved device back for investigation. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids infused during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. There is no known injury to the patient.once the additional information becomes available, a follow-up report will be provided. In the event of a "high pressure" alarm, the system stops pumping and heating, as designed, and displays the following alarm messages: "high pressure detected check patient line for blockage" and "high pressure detected check recircle line for blockage." Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Manufacturer narrative:
During evaluation by the hospital biomedical engineer, prior to returning the unit to belmont, it was alleged that all valve mounting screws had broken off. Upon investigation it was identified that the mounting screws on the valve motor assembly were broken, which caused the system to exhibit a valve fault alarm (error 208) upon power on. However, we were unable to confirm the customer complaint that the system was making lots of noise but not infusing, and not alarming. The unit exhibited no other faults/failures. When the mounting screws on the valve motor assembly are broken/damaged, the ri-2 system will trigger a valve fault alarm (error 208) immediately upon power on and shut the system down by design. The device history records were checked and no previous issues were identified. Possible causes of infusion issues include an emptied fluid bag and pump tubing being incorrectly installed. No device malfunction could be verified and the root cause of the infusion issue with lots of noise could not be determined. Belmont will continue to monitor for any similar incidents.

Event description:
It was additionally reported on 6/21/2022 that all valve mounting screws on the valve motor assembly were found to be broken.